Event description:
Complainant alleged that the medics were attempting to defibrillate a pt (age and gender unknown), but the device did not charge when the charge button was depressed, and the screen displayed a "bridge test fail" message. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction. The reported message of a "bridge test fail" message does not occur during the charging of the device, but can occur when attempting to discharge the device.